Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that one day after the catheter was indwelled, a leak from the stopcock was noticed while in the hospital ward. As a result, only the stopcock was replaced with a new one. There was no reported delay, death or complications to the pt.